Manufacturer narrative:
The implant coil was not returned for analysis as it remains in the patient; however the pushwire is pending return. Upon receipt of the device and completion of the evaluation, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured anterior communicating artery aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that during procedure, the physician tried to detach the axium coil with an instant detacher, but the coil was not detached. A few attempts were made but the coil was not detached. Then the physician broke the break indicator and attempted manual detachment but still the coil was not detached. Eventually, the coil was detached by forcibly puling the exposed release wire. It was reported that prior to this coil, four other coils from medtronic and non-medtronic were implanted successfully. The procedure completed successfully. No patient injury was reported.

Manufacturer narrative:
The pushwire returned without implant coil as implant coil remains implanted in the patient. The instant detacher was not returned as it was discarded. The axium prime pushwire was found broken on the proximal end without the release wire extending out. There was evidence of possible twisting of the pushwire from the pushwire proximal end. Under the microscope, the coin was not found located against the lumen stop, the shield coil was found present. The retainer ring appeared to be damaged and ovalized. No other anomalies were observed. The lot history records of the retainer ring have been reviewed and no quality issues were noted. Follow-up was conducted for the additional complaint details based on the device returned condition following device analysis; however no response received. The device investigation is still on going. Upon complete of the device investigation a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device investigation completed and the clinical observation regarding ¿non-detachment¿ could not be confirmed. The instant detacher, the implant coil, and the proximal tip of the pushwire containing the tack weld replacement (twr) crimps were not returned for evaluation; therefore, any contributing factors from these could not be assessed. Twisting in the pushwire is evidence that the user likely rotated the pushwire during or following delivery of the implant coil to the target location. The twisted nature of the pushwire likely restricted the release wire from pulling back during both methods of detachment and led to the difficulties during detachment. In addition, the pushwire was not found to be broken as directed in the axium prime coil instructions for use (IFU). All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ warning: ¿do not rotate the implant delivery pusher during or after delivery of the coil into the aneurysm. Rotating the delivery pusher during or after coil delivery into the aneurysm may result in a stretched coil or premature detachment of the coil from the implant delivery pusher, which could result in coil migration.¿ if information is provided in the future, a supplemental report will be issued.